Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab malfunction occurred. Further information has been requested but has yet to be provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields - event description, patient sex & age, brand name, event site phone number, medical device ¿ problem code, PMA/510(k)#, catalog #, unique identifier (UDI) # the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred. It was noted that the console had generated a gas loss in iab circuit alarm and the customer clamped the line. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.